Event description:
It was reported that, after a tka surgery performed in 2009, the patient presented and complained -after some type of fall in (B)(6) 2023 - (B)(6) 2023 of knee instability, which had no issues prior to the fall. Patient was scheduled for a liner exchange/possible revision on 06-nov-2023, and during the surgery it was discovered that the post on the polyethylene liner had broken. This was replaced with a 9mm revision journey bcs insert.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. As the images provided cannot be opened, a visual inspection could not be performed. The clinical/medical investigation concluded that, although medical/clinical documentation was not provided, it was reported the patient had no problems with the knee prior to a fall, after which the post was found to be broken. As well its reported the surgeon ¿believes this was due to the fall but would just like to follow up.¿ the patient impact was the fall and subsequent revision. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.